Manufacturer narrative:
The medical center did not alert abiomed to the hemolysis when it occurred. There was no pump return or any benchtop hemolysis testing. The root cause of the hemolysis could not be determined. The failure mode will be monitored and trended.

Event description:
While conducting a literature review, a us based publication of 6 5.0 cases was found. In case 4 there was noted hemolysis and acute kidney injury that prompted pump explant and replacement with ECMO.